Event description:
The customer reported that the device was activated on (B)(6) 2012 and her blood glucose was in normal range for the first two days she wore it. In the middle of night ((B)(6) 2012, exact time not reported), it measured 443 mg/dl, so she took a correction bolus of insulin but did not feel any better. She removed pod on (B)(6) 2012 at about 9:00 am, and observed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."